Event description:
It was reported that during a tracheal stenting procedure, the stent was unable to release. The lesion was located in an unspecified area of the trachea. The ultraflex tracheobronchial 12mm x 4mm stent delivery system (sds) was advanced to the lesion. Upon deploying the stent, the stent was unable to completely release from the sds. The physician was able to remove the stent with force. No further attempts were made to stent the lesion and the procedure was aborted. The patient's status is reported as "stable".